Event description:
During catheterization, it was reported that the guidewire had exited out of the catheter prior to the distal tip. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and confirmed punctured at 24 cm from the distal tip. (B)(4)